Manufacturer narrative:
Initially submitted 12/10/2025. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet bionic pancreas issued an occlusion alarm and the user experienced hyperglycemia, with blood glucose increasing from 183 mg/dl to 259 mg/dl before resolving to 139 mg/dl after changing infusion supplies; troubleshooting and education were provided, and the user resumed delivery and monitored per guidance. Symptoms included elevated blood glucose. Outcomes included the need for supply change and user monitoring without medical intervention. Investigation included user interview and on-call troubleshooting. Investigation of this case revealed that the cannula appeared normal and the cause of hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia with an unclear cause following an occlusion alarm, and the device functioned after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.